Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information concerning a dreamstation 2 device. The user reported they saw smoke coming from the power cord/power supply area of the device. There is also a report of a burning/electrical smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.